Manufacturer narrative:
The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information has been received and reported that the patient underwent a cataract surgery in the left eye. During surgery the patient experienced partially incomplete wound closure or leaky tunnel. The surgery was completed on the same day through an irregular or uncontrolled incision with an ophthalmic surgical lance and no further intervention was required. The current condition of the patient was resolved.

Event description:
A healthcare professional reported that five ophthalmic surgical lances, three from same lot and two from different lots were found to be dull. Procedure details and patient impact have not been provided. Additional information has been requested and none received till date. This report pertains to the three ophthalmic lances involved in this reported event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information has been received and reported that an additional ophthalmic surgical lance from different lot was found to be dull.

Manufacturer narrative:
Additional information was provided in section b5. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information was provided in sections h.6., and h.11. Sample was not received at the manufacturing site for evaluation for the report of dull lances, partially incomplete wound closure or leaky tunnel; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.